Event description:
Boston scientific received information that during initial device check, the implantable cardioverter defibrillator (ICD) displayed high out of range (oor) pacing lead impedance (pli) measurements and loss of capture. Afterwards, rv pli was stable and displayed capture. High pli was first noted a year ago. Isometrics were performed but could not reproduce the issues. Boston scientific technical services (ts) suggested getting an x-ray to check for lead status. This device was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.